Manufacturer narrative:
Clarification to section d: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Healthcare professional reported a right-side rupture. Manufacturer of device is unknown. Device has been explanted.